Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was reported that the user was unable to log in to the station and the keyboard was not functioning. The field service engineer remotely assisted the customer in shutting down the station for five minutes and then powering it back on to resolve the issue. The fse also confirmed that the keyboard was working correctly without any issues. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es users were not able to sign in and also keyboard was not working. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.